Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. Troubleshooting was not performed because the mother believes it is site related, but the drs at the hospital want to have the device tested before the customer is released. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.